Event description:
An initial MDR regarding this case was filed (B)(6)2024 (report number 3016798778-2024-00051). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote (B)(4) (paired with pump (B)(4)) show that the system generated pump failure alarms 4 days before the date of the complaint. During investigation, the system completed a test delivery with no abnormal behavior or alarms. The pump was then disassembled for further investigation. Evidence of fluid ingress was observed to be the cause of the pump failure alarms. No cassettes were returned, so the cause of the ingress cannot be determined. No further investigation is possible. Logs from remote (B)(4) (paired with pump (B)(4)) show that the system generated pump failure alarms 1 day before the date of the complaint. During investigation, the system generated a pump failure alarm during a test delivery. The pump was disassembled for further investigation and an unknown contaminant was observed to have cause a hardware failure, resulting in the pump failure alarms. The cause of the contaminant cannot be determined. No further investigation is possible. Both systems functioned within specification as they alarmed accurately and entered failsafe states after alarming.

Event description:
An initial report of a potential hospitalization was received by united therapeutics drug safety on 19-aug-2024 and forwarded to millyard advanced medical products, llc on 20-aug-2024. The patient reported both pumps alarmed for pump failure. Troubleshooting was not attempted. The patient was advised to go to the hospital, but it was not reported if they went. The patient reported being asymptomatic. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.